Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not identify a lot specific product quality issue. The reported patient effects of mitral valve injury and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated the reported difficult to remove appears to be related to user technique/procedural circumstances. The positioning failure appears to be related to patient¿s challenging anatomy (procedure circumstances). Lastly, the reported patient effect of tissue damage resulting in worsening mr appears to be related due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed for tissue damage and worsening mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the mitral valve seemed to have a larger than expected number of chords, which were noted to be wider and thicker than normal, as well as fragile leaflets. The clip delivery system (cds) was advanced to the leaflets. Difficulty was noted grasping the leaflets, and the clip became caught in the chords multiple times. The clip was removed from the chords; however, it was suspected that a chordal rupture occurred, as the mr increased to grade 4+. The cds, including the clip and the steerable guide catheter (sgc) were removed without issue. The decision was made to implant an atrial septal defect (asd) occluder, as mr was not reduced and the patient had a history of right heart failure. Post procedure, the patient was in stable condition. No additional intervention was performed. No additional information was provided.